Event description:
Treatment of an unruptured fusiform aneurysm located in the basilar artery near the posterior communicating artery. The aneurysm was previously treated with a pipeline approximately 7 months ago but developed what appeared to be a new aneurysm growth or filling at the distal end. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. The patient was on aspirin and plavix prior to the procedure. During the procedure it was reported that both pipelines were deployed without issue. After deployment of the second pipeline the physician attempted to retrieve the capture coil inside the marksman catheter when the capture coil broke off the end of the device. The pipeline, pushwire and catheter were removed from the patient. The physician then attempted to snare the broken tip by placing a neuro scout wire past the broken tip but the broken tip moved distally into the right posterior communicating artery. It was determined by the physician that there was still flow past the detached tip and it was decided to leave the tip in that location. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Received additional information on (B)(6) 2014 stating that the patient is doing fine without new complications. The patient was discharged two days post procedure and is currently on a daily dose of 325 aspirin and 75mg plavix. The patient's dual anti-platelet treatment will be evaluated after the six month follow-up angiography. (B)(4).

Manufacturer narrative:
Device is not available for return for evaluation as the pipeline was implanted in the patient, the broken distal segment remains in the patient, and the pushwire was discarded. (B)(4).